Event description:
It was reported that the patient was seen for elective fluoroscopy of riata lead. It was also reported at this time that the lead was capped and replaced in 2010 for high threshold. Fluoro revealed a fracture proximal to the rv coil. The images appear to show that the abandoned riata may have been damaged by coming into contact with the active lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.